Event description:
The plaintiff's attorney alleged that the pt experienced a cardiac event and expired on the same day, which is alleged to have been caused by the pt's exposure to the prod administered during dialysis treatment.

Manufacturer narrative:
Code was used for the cardiac event as there is no other code that best describes an unspecified cardiac event. This is one of two device reports associated with this events.